Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
As per information received with another complaint, reimplantation is planned for this user.

Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. This is a final report.

Event description:
According to the device explantation report a sudden loss in hearing with the device was reported. The user was re-implanted.